Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was getting kicked out during middle of the transaction. A technical support specialist dialed into the station and investigated reports of slowness and crashes, noting six reboots within the past week, verified that the database size was small and observed no noticeable slowness while working on the cabinet, confirmed that central processing unit (cpu) and random accessing memory (ram) usage were within normal parameters. However, login attempts on the station resulted in invalid credential errors, as reflected in the station logs, which indicated authentication failure reasons. The station uptime was approximately 2 hours and 45 minutes at the time of review. Contacted customer for follow-up, and it was confirmed that the field service engineer (fse) on site resolved the issue by reconnecting the cables. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users were being logged out mid transaction. Both nursing and pharmacy staff experienced unexpected session termination during active transactions, interrupting workflow and potentially delaying medication processing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.